Manufacturer narrative:
Followed up with company representative.

Event description:
It was reported that: an elderly female patient with l1 osteoporotic compression fracture underwent kyphoplasty on level l1. On one side, the anterior wall of the vertebral body was damaged by the precision drill. At the time of balloon inflation, the anterior wall was damaged further. It seemed the anterior bone of the body appeared weak looking prior to the operation. Due to some risks of arterial injury, the operation was discontinued. An MRI was performed. Patient's blood loss was more than usual; however, the vitals had no change. A fixation (rod/screw) procedure is planned.